Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2012 due to pocket erosion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).